Event description:
A report was received from (B)(6) stating the balloon on the transgastric jejunal enteral feeding tube broke. The device was in use for four weeks prior to the event. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4). The device history record for the lot number provided on the returned sample involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The original packaging was not returned with the sample. Upon the evaluation the molded head, the tube and the balloon exhibited a slight yellow discoloration. The balloon exhibited a multidirectional burst. The balloon material was inspected under magnification; no anomaly was observed on the material that could identify a potential point of origin for the burst. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).